Manufacturer narrative:
Problem code 1069 captures the reportable event of snare loop break. Investigation results: a captivator cold snare was received for analysis. Visual evaluation of the returned device revealed that the snare loop was not broken and it was noted to be in good conditions. Based on the information available and the analysis performed, the most probable root cause of the reported event of snare loop broken is no problem detected, since the reported problem cannot be confirmed. In addition, the device has the handle cannula bent and a kink on strain relief was noted. Based on the information available and the analysis performed, the most probable root cause for this problem is design inadequate for purpose. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. There is an investigation in place to address the relation between the failures found and its relation with the bend on the handle cannula.

Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used during an endoscopic mucosal resection procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the snare loop was broken. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used during an endoscopic mucosal resection procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noted that the snare loop was broken. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.